Event description:
It was reported to boston scientific corporation that an endovive initial peg placement kit (exact upn is unknown) was used during a procedure (date is unknown) according to the complainant, the patient had a hole in their peg tube and was instructed to go to the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.